Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted deformed coils 495-497 millimeters (mm) from the terminal end just proximal of the anode electrode ring. Marks were noted in the lead insulation in this area and were felt to be consistent with the lead being grabbed with a tool. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil had a break 10 millimeters (mm) from the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during the implant procedure caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this lead exhibited high capture thresholds. The lead was exchanged for a new one of the same model to complete the procedure. No adverse patient effects were reported. The product has been received for analysis.